Event description:
It was reported that during a da vinci hysterectomy procedure, the customer noted that the single site curved cannula physically broke. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported. The surgery was completed. On (B)(4) 2013, intuitive surgical, inc. (Isi) obtained additional information from isi clinical sales representative (csr) who was present during the procedure. The csr noted that the single site curved cannula weld came undone and the bucket came off the single site cannula.

Manufacturer narrative:
The instrument was returned, but the investigation has not been completed. A follow-up MDR will be submitted once the investigation is finalized. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.